Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds that had significantly increased over the last few months. An additional lead was implanted to replace the lead in the future. The lead remains in use but will be programmed off. No patient complications have been reported as a result of this event.